Event description:
The facility reported that the staff had difficulty connecting the pieces together on a brand new stretcher. When the pieces were connected, a pt transfer was initiated. During transfer the stretcher opened up. No injuries were reported.